Manufacturer narrative:
Visual inspection confirmed the reported complaint. There was a clear and clean break of the inner and outer tube assembly at the proximal end near the adapter body. The assembly was bent and destroyed. The motor drive unit does not supply enough torque to cause the type of damage exhibited by the inner/outer assemblies of the blade. A definitive root cause of the breakage could not be determined due to the condition of the returned device. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the blade broke during a shoulder arthroscopy. The broken piece was removed from the surgical site using graspers and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.